Event description:
An external fixation frame was used to treat a pt with a complex distal radial fracture in 2002. Approx 2 weeks later, 2 clamp screws broke and the pt had to have the clamps replaced by the surgeon. After treatment, the pt was released without any reported complications.